Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ceramic tip of the subject device broke and fell inside a patient's bladder during a holmium laser enucleation of the prostate procedure. The procedure was prolonged by 10 minutes to retrieve the piece using forceps and was completed using a similar device. The product was disposed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field (d8). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to wrong handling. It is possible the ceramic tip is burnt and broken off by laser probe. However, the subject device was not returned, and the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.